Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the pump connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, the returned pump from this inflatable penile prosthesis (ipp) underwent a thorough analysis. Microscopic examination revealed two perforations in the pumps kink resistant tubings (krt), consistent with wear and fatigue. Leakage testing confirmed fluid loss from both krts, originating from fatigue related damage. Functional testing demonstrated that the pump did not operate as intended, as it did not successfully complete the activation tests. Based on the available test results and investigation, product analysis confirmed that the pump krts were leaking due to wear and fatigue, which supports the reported mechanical issue and hole/perforation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the pump connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).